Event description:
Uneven pump efficiency with what appears clinically as variable conditions from withdrawal to overdose and no apparent regularity. Suspect granuloma ball valving catheter tip since total dose is "delivered" to catheter appropriately but intra thecal response is variable. Pt still has pump in place and it is still operational though symptoms continue to vary irregularly. Received recall notice yesterday. 4/14/2008. Recalled pump. Dose or amount: 25mg/ml at 14.5mg/day. Frequency: continuous. Route: 037. Dates of use: indwelling 2005 - present. Diagnosis or reason for use: chronic pain.